Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the battery issue could not be replicated. The representative checked all battery connectors, charger assembly connectors, and took about 40 3d spins while updating software. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the site has left the imaging system on over night and that the batteries are drained. The representative was not sure if the red flashing lights on the battery indicator were on. There was no patient present when this issue was identified.